Event description:
Healthcare professional confirmed left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, "deflation". This record is for the left side. Device remains implanted.

Event description:
Patient reported, left side "deflation". Healthcare professional confirmed, left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flow opening. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: d.9, h.3, h.6